Manufacturer narrative:
This report is currently being investigated, as additional information is received, a supplemental report will be sent. Covidien ref: (B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a device alert which rendered the graphical user interface (gui) display inoperable. Patient involvement is unknown at this time.